Event description:
Customer was hospitalized for hyperglycemia. The cause of the event could not be determined by the md. There were no significant events noted prior to the hospitalization. The programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. The customer was educated on the two hbg rule and to call back when the clamp arrives to do further troubleshooting.